Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not perform the load fill tubing correctly. During troubleshooting with tandem customer technical support (cts), the customer hit the incorrect button and thought that this might have been the cause during the previous load fill tubing step. The customer's blood glucose (bg) level was not impacted during the previous event and the current bg was 260 mg/dl. The customer was to change out the pump supplies to address the bg level. The customer declined further troubleshooting and follow-up from cts.